Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: (B)(4).- device not returned. Additional information: the only thing that remained unchanged was the drain tube. It is unknown if the reservoir was the cause, but the reservoir used for the first time will be returned. Additional information has been requested and received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the lot number of the 2179 reservoir (first reservoir used)?=> ju0706 ¿ what is the product code of the second reservoir which used and failed?=>2179 ¿ what is the lot number of the second reservoir which used and failed?=>unk ¿ please clarify how many reservoirs are available to be returned for evaluation?=>just one. The first reservoir used. ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>we regularly contact with sales rep about the device returning. Note: events reported on: mw# 2210968-2023-01536. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent and unknown surgery on unknown date and a reservoir was used. During surgery, when using the product, suction failure occurred. The connector and long tube were replaced after confirming that the connection part was firmly connected. However, suction failure occurred again. The surgeon replaced the reservoir with a new one, but suction failure occurred, so it was used with natural pressure. The cause of suction failure is unknown. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.